Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of camera unit, the image has white dots and water tightness is lost. A root cause could not be identified. Based on the results of the investigation, the image showed white dots due to poor contact of the camera unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced intermittent problems, and the image was not clear. The issue occurred during the setup of the device. There was no patient involvement.